Event description:
Healthcare professional reports "printer, avoximeter, 110v was giving off a burning smell". The customer's internal investigation by biomed department revealed that the roller was getting stuck. They reset the roller and the customer reported that the burning smell was resolved. Customer complained again that printer was giving off odor as if something was burning. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint: (B)(4). Method: actual device involved in incident was evaluated. Result: instrument was evaluated by wet quality control. Instrument was turned on and left on for several hours, and did not have any burning smell or smoke. Instrument was found to work properly. Conclusion: device evaluated and alleged failure could not be duplicated. Itc has requested all data required for form 3500a.